Manufacturer narrative:
Additional information :the device was evaluated. Visual inspection with the naked eye noted that the patient adaptor was not flushed into the bushing/tubing indicating that the patient adaptor was separated from the busing/tubing. The reported condition was verified. There were markings inside the tubing indicating that the patient adaptor was flushed during the manufacturing process. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a transfer set fell off (separated) from the tubing. This occurred after the transfer set had been in use on the patient for three (3) months. There was no patient injury, however the patient was hospitalized for prophylactic treatment (unspecified antibiotics were added to the patient¿s dialysis solution to prevent peritonitis). No additional information is available.